Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Sedr01 implantable pacing lead (B)(6) 2007. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had a slow increase over time and had high thresholds. Therefore, the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.